Manufacturer narrative:
Claim# (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -9.0 into the patient's right eye (od) on (B)(6) 2024. The lens was exchanged on (B)(6) 2024 for a longer length due to low vault and this resolved the problem. Cause reported as unknown.